Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 578 during the night, self-administered insulin injections, and presented to the emergency department at (B)(6), where they were treated and discharged the same day; the user later reconnected to the ilet. Symptoms included hyperglycemia. Outcomes included medical attention in the emergency department and recovery with the ilet resumed. Investigation included a review of the event and device use history. Investigation of this case revealed an unclear cause with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.